Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000110044. During processing of this incident, attempts were made to obtain complete event information such as reason for ipg replacement. Further information was requested but not received.

Event description:
It was reported, a lead diagnostic was performed and revealed high impedances across the leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted and replaced to address the issue. No further information is known at this time. It is undetermined which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, the ipg was electively replaced. There were no alleged deficiencies with the device.